Event description:
The information states that the clinician tested the cuff prior to intubation, and it inflated normally. Once they intubated the patient, the cuff deflated. The clinician had to add 60-70mmhg to inflate the cuff which could potentially harm the patient. The customer confirmed "the patient was doing perfectly fine, and the device did not harm the patient in any way". The patient condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The information states that the clinician tested the cuff prior to intubation, and it inflated normally. Once they intubated the patient, the cuff deflated. The clinician had to add 60-70mmhg to inflate the cuff which could potentially harm the patient. The customer confirmed "the patient was doing perfectly fine, and the device did not harm the patient in any way". The patient condition is reported as "fine".

Manufacturer narrative:
Qn#qn#(B)(4). Other remarks: n/a. Corrected data: n/a.